Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the third clip did not close while firing on the cystic duct. The first two clips and clips 4-7 were fine. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). After further investigation it was determined that devices b and c that were returned on this complaint belonged to two different complaints. The analysis findings were transferred to the appropriate records and supplemental medwatches were sent.

Manufacturer narrative:
(B)(4). Jaws. Device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9078x mfg date 02/01/2011; exp date 01/01/2016 (B)(4). The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.